Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 5. Gts had the patient check the lines and bags, but could not find any leaks. Gts had the patient cycle power to clear the error and end therapy. Gts then had the patient disconnect using aseptic technique and remove the cassette. The patient agreed to notify their nurse of any missed therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample. The assignable cause of the system error 2240 was undetermined. The lot information was unknown; therefore, a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).